Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # m54h6d. Additional information requested and received: can you please confirm the product code of the device and cartridge (ats45, 6r45b, etc.)? Ats45 and 6r45b. Was the device locked on tissue with the jaws closed? The device wasn¿t locked, the staples didn¿t deploy, the whole cartridge and staples came out as one rather than deploying. If yes, how was the device removed? If yes, did the jaws eventually open? Did the cartridge fall into the patient? Yes. Can you please clarify, the cartridge was cut out of the patient?it wasn¿t cut, it was removed with a laparoscopic retrieval device. Are the device and cartridge available for return? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The gun was reloaded and worked normally.

Event description:
It was reported that during a lower anterior resection procedure, surgeon was using the ets and after firing the first cartridge, it got stuck inside the patient and the surgeon had to remove it. The cartridge was cut out of the patient; surgeon had to ¿cut¿ out the staple. It is unknown if there were any adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Pi1-ym5887. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge reload present. The reload was received fully fired and with the lockout normal. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.